Event description:
Company representative sent a repair request reported with an issue of "cleaning brush cannot be inserted , the cleaning brush is clogged 5 to 6 cm from the forceps opening" . The issue was found during an unknown event. No harm was reported. No patient injury, no user injury reported . Device evaluation found foreign matter clogging the forceps channel. This report is being submitted for foreign matter clogging the forceps channel (reprocessing issue, handling problem).

Manufacturer narrative:
Initial reporter address- (B)(6) hospital. The subject device was received and evaluated . Device evaluation found clogging of the forceps channel (ch-tube), foreign object noted came out of the distal end, however, service repair noted the reported issue of " cleaning brush cannot be inserted , the cleaning brush is clogged 5 to 6 cm from the forceps opening" was not confirmed. Additionally, service noted that due to clogging of ch-tube, forceps cannot be inserted. The suction cylinder was scraped with a cleaning brush (handling issue). Furthermore, the following defects were identified during device inspection: the angle wires found stretched. Due to wear of angle wire, the play of up/down knob is out of the standard value. Scratch found on a-rubber (insertion section),c-cover , connecting tube , protector of universal cord on control section side and switch 1. Adhesive on a-rubber has white-clouded area, has chip. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility noted ¿can tell ¿ when the foreign matter adhered on the device, however , stated ¿no¿ of the possibility that the device was used in a case with foreign matter attached to it. Steps on reprocessing, including manual cleaning and pre cleaning process provided no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the material was bigger than the inner diameter of the instrument channel outlet entered the suction channel, which resulted in clogging. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.